Event description:
It was reported that the pt's neurostimulator "died" after recharging to full. The device could not be restarted or recharged using the "trickle charge" feature. It was noted that the device had never been discharged before and she had recharged weekly. The company representative was unable to interrogate the device to determine the settings although the pt stated that she used low settings (amplitude) on one channel. The device was replaced. No pt injuries were reported and the pt recovered without sequelae.

Manufacturer narrative:
(B) (4). Analysis results were not available at the time of this report. A follow-up report will be sent when the analysis is completed.